Event description:
When consumer went to take my tampon out, it completely unraveled and she had of trouble getting the remainder out.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.